Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received pump error alarms on their device. The customer's blood glucose level was reported to be 203.4mg/dl. It was reported that the pump would be replaced and returned for analysis.

Manufacturer narrative:
Formatted history file analysis has confirmed pump error 53 and pump error 4 due to software error. The insulin pump passed all functional testing including the rewind, seating, basic occlusion, occlusion, force sensor and displacement test. The insulin pump was received with scratched case and pillowing keypad overlay.